Event description:
Femoral tlc inserted on [redacted] has no blood return in any lumen. Line still in patient as of [redacted], being discontinued today and saved for mfg [manufacturer]. Manufacturer response for triple lumen catheter, vantex tlc (per site reporter).